Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. (B)(4). Failure (event) observed during analysis. Analysis found insulation abrasion at 8.2cm from connector end.

Event description:
This report is to advise of an event observed during analysis.